Event description:
The device was implanted in the operating room at the time of lumpectomy. Four days after the device was implanted, the pt experienced an infection at device insertion site and patient placed on antibiotics. Due to the infection, the device was pulled and the patient was treated with external beam radiation. Breast wound healed 20 days later.